Manufacturer narrative:
(B)(4)

Event description:
It was reported that one stent was placed successfully and this second stent was chosen to be placed afterwards, proximal to the initial stent. This stent was unable to advance to the desired position and was removed. No additional intervention was performed.

Manufacturer narrative:
It was intended to treat a calcified lesion in a tortuous part of the proximal lad. The technical investigation of the returned device revealed that at the proximal end of the stent several struts are severely bent outwards. Stent imprints are visible on the exposed balloon surface, indicating that the entire stent was initially crimped correctly at the intended position. Review of the manufacturing history of the production lot did not reveal any nonconformity considered being relevant in light of the complaint. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified.